Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two bent cannulas which led to hospitalization. The site of location of infusion set was thigh. Patient noticed symptoms within 3 hours of insertion. Highest blood glucose related to the incident was 550 mg/dl. Patient used correction injection via multi daily injection as a treatment. Patient was not released from the hospital at the time of the report. No further information available.